Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that the sample which was sent to a reference laboratory was slightly hemolyzed. Quality controls were within range and no other samples were affected. The cause of the discordant, falsely low na result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a dimension xpand plus with hm instrument on one patient sample. The discordant result was reported to the physician(s), who requested the sample be tested at a reference laboratory. The sample was sent to a reference laboratory, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.